Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hyperglycemia episode with a peak blood glucose of 325 mg/dl lasting approximately three hours while using the ilet, after which the user reset the device and completed the learning phase; the user switched to a backup subcutaneous insulin therapy (omnipod) during the event, and no alerts or alarms were reported. Symptoms included hyperglycemia with large to extra large ketones. Outcomes included the need for medical intervention in the form of backup insulin therapy and implementation of a ketone action plan, without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an undetermined cause. It was concluded that the event was user-reported hyperglycemia with ketones, cause unclear, with mitigation achieved by backup insulin use and adherence to the ketone plan. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.